Manufacturer narrative:
The two altis devices referenced in b5 are captured under separate reports. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified: a restorelle and an altis device were implanted in november 2016. Reportedly the patient experienced continued abdominal/pelvic/vaginal pain, pain with deep penetration, defecatory dysfunction, urinary retention with an obstructive voiding pattern. In (B)(6) 2018, the patient underwent lysis of adhesions, laparoscopy with re-tensioning of apical arm of restorelle, appendectomy, removal of previous altis sling, new altis implant, perineal body reconstruction with removal of scar tissue band, suture closure of very distal small rectocele, frayed vaginal mucosa trimming, trigger point injections, rectal examination and cystoscopy under general anesthesia. Following the procedure(s), the patient experienced unilateral localized abdominal wall pain consistent with an ilioinguinal nerve (combination of chronic component made worse by surgical events), ilioinguinal nerve injection, vaginal nodule pain/pelvic pain, dysuria, urinary frequency, urinary tract infection with hematuria, possible lateral hernia from previous pfannenstiel type incisions, vaginal nodular lesions, autologous fascia lata harvest (not used), removal of left vaginal nodule, wide scar revision, freeing of lower right ilioinguinal nerve and panniculectomy with cosmetic closure. The patient continued to experience voiding dysfunction, return of obstructive defecation symptoms, increased muscle tone bilaterally with 4/5 pain on any palpation of levator plate, some nodularity with exquisite tenderness where sling was previously resected, unstable depression/anxiety due to pain level and poor level of function/activity that continues to downward spiral secondary to chronic multiple pain syndromes. In 2020, patient underwent removal of altis sling, autologous rectus fascia lata for pubovaginal sling, small posterior colporrhaphy, perineal body reconstruction with cosmetic closure and cystoscopy under general anesthesia. The patient attended the emergency department for abdominal wall incision seroma and hematuria. An area of early adhesion from urethral incision to the distal posterior repair was noted. Debridement/excision/primary closure was performed of infected abdominal seroma with drainage from prior autologous rectus fascia lata harvest site. Failure of abdominal seroma debridement with primary closure with increasing pain and purulent drainage from center of debridement site consistent with seroma vs secondary infection. Further incision and drainage with wound vac placement. Recurrent bilateral inguinal pain consistent with ilioinguinal inflammation/irritation from previous surgeries, significantly worsened chronic pelvic pain, abdominal wall pain and vaginal pain/pressure was reported. In 2021, patient underwent examination under anesthesia, manual stretching/breaking up of mid vaginal scar tissue, ilioinguinal nerve injections and cystoscopy. Continued lower abdominal pain, vaginal pain, difficult voiding, mixed urinary incontinence and ultrasound evidence of small residual mesh or permanent material at the right lateral base of the bladder, in 2022, panniculectomy, urethrolysis, fascial sling using a tutoplast biologic graft, tensor fascia lata allograft, removal of ethibond sutures and a small amount of material consistent with old mesh was performed.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a supplemental report will be filed. Complaints of this nature are monitored and captured within the product risk documentation excluding depression and anxiety. There are no literature nor data to support a direct causal relationship between these and restorelle. No further action or corrective action is required at this time.